Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that the system was not functioning properly and there was no fluid in the balloon. The aus was explanted and replaced. There were no patient complications reported.